Event description:
The lead was replaced on (B)(6) 2026, replacement lead impedance was then stated as 1521 ohms, within normal limits. The device is available for return at this time but has not been sent to livanova yet. No other relevant information has been received to date.

Event description:
During review of an implant card for a generator replacement it was noted that the device diagnostics showed high impedance was observed both pre and post-op. No other relevant surgical intervention has occurred to date. No other relevant information has been received to date.